Event description:
It was reported while using bd maxplus pressure rated extension set with removable needleless connector the device was difficult to disconnect. There was no report of patient impact. The following information was provided by the initial reporter: the end has a clear end cap. The clear hub will not retract to allow the end piece to access the port.

Manufacturer narrative:
H6: investigation summary: a complaint of component not retracting properly for connection was received from the customer. No product or photo was returned by the customer. The customer complaint of adapter/ connector defective/ damaged could not be verified due to the product not being returned for failure investigation. A device history record review for model mp5303-c lot number 22109023 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. H3 other text : see h10.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd maxplus pressure rated extension set with removable needleless connector the device was difficult to disconnect. There was no report of patient impact. The following information was provided by the initial reporter: the end has a clear end cap. The clear hub will not retract to allow the end piece to access the port.